Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade microcatheter. Analysis of the hub, strain relief, inner and outer shaft involved microscopically and visual inspection. Inspection revealed a complete separation of the outer shaft located 41 cm from the strain relief, the inner shaft was stretched for 16cm, and a shaft kink located 23.4cm from the strain relief. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable on analysis completed on 23august2019. It was reported that removal difficulties from the carrier tube occurred. During preparation of a 105/20 renegade hi-flo catheter, the catheter was difficult to remove from the carrier tube. The carrier tube was flushed again and attempts to remove the catheter resulted in stretching the catheter when it was finally released from the carrier tube. However returned analysis revealed a detached shaft.